Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: during use of the eclipse needle there was "blood leakage. Blood leaked at the holder side."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos were provided for investigation. Bdj received an actual used sample and confirmed sleeve side piercing/recovery with the incident lot. The photos were reviewed and the indicated failure mode for sleeve side piercing/recovery with the incident lot was observed. Bd determined that the root cause of the indicated failure mode is insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: during use of the eclipse needle there was "blood leakage. Blood leaked at the holder side."